Event description:
It was reported by service report that the bed had no power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord not fully seated in connector; the strain relief grommet was missing. Conclusion: power cord re-seated and grommet replaced.